Manufacturer narrative:
(B)(4). The evaluation is in progress. A followup report will be submitted when the evaluation is complete. Other text: evaluation in progress.

Event description:
The account generated a falsely positive architect bhcg result of 300 iu/ml. The patient performed an over the counter pregnancy test with a negative result. Two days later a new specimen was obtained and tested architect bhcg negative (<1.2 iu/ml). The original specimen was retrieved from storage and retested again with a positive architect bhcg result of 793 iu/ml. The patient had undergone ivf two weeks prior to architect bhcg sampling and was receiving hormone therapy of baby aspegic and innohep (anticoagulant as a preventative measure due to repeated miscarriages). No impact to patient management was reported.

Manufacturer narrative:
Initial report stated serial #(B)(4) and lot# was blank . The updated information is serial # is blank and lot # is 08909jn00. The following was performed as part of the complaint investigation; a labeling review. This concluded that there is sufficient guidelines and information surrounding the occurrence and probable causes of discrepant patient results. Complaint search: a search for complaints relating to architect total beta-hcg reagent lot 08909jn00. Data review concluded no adverse, atypical and/or non statistical trends were identified. Investigational testing: return material was not available however testing was executed using internal quality file samples. Results obtained confirmed the reagent lot was performing as expected and within label claims. In conclusion, no product deficiency was identified with no further action required.